Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp.(omsc) was informed that the subject device tested positive several times for unspecified bacteria during microbiological culturing test at the facility. The type and number of bacteria were not informed. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".